Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure mode. The unit passed the calibration and functional test. The error 71 was confirmed on the field server error log. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the customer experienced a non-recoverable error 71 fault. The site attempted troubleshooting methods by performing a system restart, however, the issue persisted. At that time, the surgeon made the decision to use laparoscopic techniques to complete the procedure. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the surgeon side console touchpad.